Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed no delivery multiple times during the night. Customer does not recall any significant events leading to the error. Customer's blood glucose was 416 mg/dl at the time of incident and was in the hospital with diabetic ketoacidosis. Customer was unable to troubleshoot and indicated that they would call back. No further information was given.